Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported (B)(6)) the patient does not have stimulation anymore. Patient's ipg would not communicate with the programmers. The patient last felt stimulation approximately three months ago. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information received indicated the ipg is intermittently able to communicate with a programmer. It is undetermined if the device has tilted within the pocket.